Event description:
A vague report was received from the facility of an infusion pump that failed a flow rate accuracy test. No additional information was able to obtained. There was no patient injury or medical intervention required. During service by a baxter technician, the device was found to overinfuse.